Manufacturer narrative:
Intuitive has received the 8mm permanent cautery hook with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of broken proximal clevis to be related to the customer reported complaint. For clarification the instrument was found to have the plastic proximal clevis broken. The broken piece is missing as a result of breakage. The size of the missing piece is approximately 0.092 x 0.165 which was not returned. The root cause of the broken instrument proximal clevis is typically attributed to misuse/mishandling, which can happen when excess force is applied to the distal end of the instrument. Additional observation not reported by site: the instrument was found to have a derailed grip cable at the distal idler pulley. The yaw motion may be non-intuitive as a result. The instrument was found to have indentations on the edge and face of the distal idler pulleys. The root cause of the mechanical indentations/burrs instrument distal pulleys is typically attributed to the misuse/mishandling, which can happen when there is instrument collisions or impact from an external object.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm permanent cautery hook instrument was stuck inside the cannula. The procedure was completed with no reported injury.